Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain and radiculopathy. It was reported that the patient was implanted with a non-rechargeable battery and ever since then the patient had nothing but problems. The patient noted that his back hurt more than it had ever hurt before and he felt like his body was rejecting the stimulator. The patient stated that his back hurt so bad and constantly where they were implanted with the ins and the area was throbbing. The patient stated that he was almost in tears because of the excruciating pain and he could not sleep at night. The patient reported the stimulator had caused his left leg sciatic nerve pain to be bad enough that he could not even lift his left leg or his right leg off the floor when he was sitting down. The patient stated that when he was walking, it sometimes felt like his legs were going to fall off because the pain "hit him so hard." The patient stated the sciatic nerve in the back of his right leg was throbbing. The patient stated they implanted the stimulator on his belt line and it seemed too big because it was longer that the last implantable neurostimulator (ins) he had and it was protruding out and "poking his skin" so that "you can see it." The patient stated the device was "killing him" and he could not do his job and was losing money. It was noted that the patient had turned the ins off but it still hurt. The patient requested he be sent instructions on how to work the device just in case he could not find a doctor to take it out right away because he wanted the device out of his body. The patient stated that he was not shown how to operate the patient programmer (pp) at implant and was only given one little booklet. The patient noted that the hcp would not give him anything for pain. The patient stated they told him the pain would go away but it had not.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.